Event description:
It was reported that a mini-bag plus docking assist tool did not line up the vials properly with the mini bag plus bags on one side and would not dock the product to the mini bag plus unit. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This is a third party manufactured product. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.